Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a high out-of-range (oor) pacing impedance measurement of greater than 2000 ohms. As a result it was explanted and replaced. To date, no adverse patient effects have been reported.